Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to retrieve the product has been unsuccessful. In follow up with the customer, the customer e mailed that the transformer did get hot, melted a little and broke in half. The customer also confirmed that there was no smoke, fire, flame and that no injuries were sustained. The product in this complaint has not been received for testing/analysis. Therefore, no conclusions can be made as to the cause of the events. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to fife times from a height of 1.0 m and the housing showed damage and cracking (only after at least three drops). This product was released as a result of cpa (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should additional info or the original product be received resulting in new, changed, or corrected info, a follow report will be files.

Event description:
The customer reported to customer service that their ac adapter is cracked open. They did not witness any spark, flame, or fire. No injuries were sustained.